Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 6mg/ml at 1.3866mg/day and bupivacaine 15mg/ml at 3.467mg/day. It was reported that the patient was in the intensive care unit (ICU) for acute respiratory failure. Reduction of the pump's infusion rate of 20% was updated by the healthcare provider (hcp). The provider stated that the pump pocket appeared to have fluid around the pump. No environmental, external, or patient factors that may have led or contributed to the issue were disclosed to the rep. In regard to diagnostics/troubleshooting performed, pump logs were check and no motor stalls were noted. At the time of this report, it was unknown if the issue was resolved and the patient status was "alive-no injury". Surgical intervention did not occur and was not planned. The patient's weight and medical history were asked but were unknown. Per pump logs retrieved on (B)(6) 2025, programming steps occurred on (B)(6) 2024 and on (B)(6) 2025. An update was made on (B)(6) 2025. At this time, the morphine was decreased from 1.7344mg/day to 1.3866mg/day and the bupivacaine was decreased from 4.336mg/day to 3.467mg/day.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported that the patient passed away last month. Further information was not provided at this time. Additional information was received again from a healthcare provider on (B)(6) 2025 and it was reported the patient had been receiving pump therapy for over 20 years and that they were currently in the process of weaning down their pump medication. The doctor reported that they did not feel that the device or therapy had anything to do with the patient's respiratory failure or death. The doctor also reported that the patient's respiratory failure was secondary to their emphysema and that although they died two days after admission and a pump decrease, they did not believe the pump had anything to do with it.